Event description:
According to the report, the or nurse circulator powered up the solargen 2100s laser console and received a "fiber not installed" error message on the machine during testfire. The first handpiece was plugged in and the machine again indicated "fiber not installed". A second handpiece was plugged in and the machine recognized the fiber. The surgeon commenced tmr but the laser stopped and the machine issued the "fiber not installed" error after 2 channels. The third handpiece was plugged in and the tmr procedure was completed with no error messages, but prolonged the surgery. The laser was inspected during a field service visit and the fiber detector was determined to be out of alignment.

Manufacturer narrative:
According to the report, the operating room nurse circulator powered up the solargen laser and was getting a "fiber not installed" error on the machine during the test fire. She plugged in the first handpiece (ta-03795-70) and once again was getting a 'fiber not installed" error message. She plugged in a second handpiece (ta-03809-27) and the machine recognized the fiber. The surgeon commenced the tmr for 2-3 channels and the laser stopped with the "fiber not installed" error message. A third handpiece was plugged into the machine, there were no error messages, and the surgeon completed the tmr procedure after 30 minute delay in the surgery. The handpieces were returned and visually inspected for damage. For handpiece ta-03795-70, the handpiece, fibers, and sma connector were visually inspected. No damage or unusual findings were noted. When connected to the hene laser, light was emitted from the distal tip of the handpiece; there were no findings indicative of damage to the fibers or the handpiece. The handpiece was opened for further evaluation. The fiber within the handpiece was intact; no damage was noted. It was determined that for this handpiece the error was with the solargen console. The laser was inspected during a field service visit and the fiber detector was determined to be out of alignment. The detector was realigned and cleaned and the operation was validated to factory specification. The console was serviced to factory specifications and no further action is necessary. Corrected data: the patient identifier in the initial report was listed as (B)(6); however, the patient identifier for this event is (B)(6).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.